Manufacturer narrative:
Additional information: e1 reporter address line 1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21151. Related manufacturer reference number: 1627487-2020-22176. It was reported that diagnostics revealed high impedance on the lamitrode lead, however adequate therapy was provided with the octrode lead and pharmacotherapy. X-ray result was inconclusive for any anomaly. As such, surgical intervention took place on (B)(6) 2020 to address the issue. Subsequently, during the surgery it was noted that the octrode lead had migrated and was confirmed via x-ray. As such, the entire system was explanted and replaced with a new scs system. Reportedly, therapy was confirmed post operatively.